Manufacturer narrative:
Result : visual inspection of the returned product found the lens optic torn with a piece missing. The lens was returned dry in case and there was evidence of dry clear surgical residue. An aq cartridge was returned with a cartridge tip split. (B)(4).

Event description:
The reporter stated the lens was inserted and removed within the same surgery with no patient injury. The surgeon cut the lens into pieces to remove and another same model lens was implanted. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v, three-piece silicone lens, +12.5 diopter, in the patient's eye and the lens tore. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.